Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software delivered automatic correction boluses while the pump was in the sleep mode setting. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.